Event description:
It is not the contention of the hospital at this time, that this device caused an injury to this patient. Their concern is that this problem could have given rise to patient injury in other circumstances. The patient, a child weighing 70k on admission, presented with respiratory distress and was subsequently diagnosed with influenza a. The child was on the hospitals 3100a hfov for 3-4 days, when the unit developed a problem. The child was a prem and had ards as a newborn. This child is being ventilated using a cuffed et tube. The child is now being ventilated on our 3100b hfov. The hospital's hfov was operating with a delta p of 55. The delta p dropped to 30 by itself without user adjustment. Once this was noted, the users adjusted the pressure and they increased it to maximum. The delta p moved in jumps from 40 to 55 to 68 and then settled back at 55 "as if cleaning through an obstruction and then settling". Whilst these changes were noted, the mean airway pressure remained fairly staple and only moved from 32 to 31. 5. Once this erratic behavior was noted on the hfov, the unit was removed to the bioengineering workshop. Without altering the settings, the unit was run on a closed circuit. Initially the delta p was noted at 78 for 10-20 minutes, it then dropped to 72 and then suddenly to 55 without any adjustments by the user. The unit was turned off and was quarntined for inspection on december 8th 2004. The settings remain as they were, when the problem occurred.

Manufacturer narrative:
The unit has not been received as of yet for evaluation by the manufacturer. Once the unit is received and evaluated a follow up report will be submitted.